Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's wife reported her husband's pump is not working properly. Wife stated the pump applies the bolus by itself, without any command. Wife reported the patient has shown hypoglycemia attacks/crisis; no assistance was required. No adverse event reported. Requested return of the alleged pump for evaluation.